Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The physician was attempting to advance a 12x3.0mm quantum maverick into the tuohy of another manufacturer's guide catheter when the balloon catheter "broke in the middle of the hypotube shaft". There was a complete break of the device into two pieces. The broken pieces were successfully retrieved from the guide catheter. The guide catheter had not been advanced to the target lesion making the broken pieces retrievable outside of the patient. The procedure was completed with another quantum maverick. There were no reported patient complications. The patient's status is listed as "ok".